Manufacturer narrative:
The stapler sureform 60 reload has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy with low anterior resection, the stapler misfired. The sureform 60 stapler was fired, and a restart message appeared. The nurse contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) mid-procedure to report that, while firing the stapler, a red screen appeared requesting a system restart due to a potentially exposed blade. The surgeon was able to manually complete the firing, and staples were deployed across the bowel. Prior to calling, the customer had already restarted the system and replaced the stapler with a backup. The procedure was continuing as planned.